Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.unit received with operating currents within specifications. Unit passed self test, restart error test, rewind, basic occlusion test, occlusion test, prime, system sensor test, excessive no delivery test and displacement test. No prime fill anomaly noted. Unit received with minor scratches on reservoir tube window and lcd window.

Event description:
The customer reported via phone call that the insulin pump cannot exit the preparing the prime loop. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised custoemr to hold down act button until numbers display on the screen but nothing was displayed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.